Event description:
On (B)(6), 2010, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultra 2 meter would not power on. The patient was unable to recall what date/time the alleged issue began. As a result of the alleged issue, the patient claimed that he developed symptoms of hunger, sweating, and shakiness. It is not known if the symptoms developed before or after the alleged issue began. Due to the alleged power issue, the patient also claimed that he administered self-treatment on (B)(6), 2010, at 2:00 am by eating food and/or drinking a beverage. The patient denied that his blood glucose was tested on another device during the time of concern. It would have been helpful to know the following information: the patient's testing frequency, his medication and diabetes management regimens, what date/time the symptoms developed, what approximate date/time the alleged issue began, and what actions the patient took before and after the symptoms developed. The patient did not have test strips for troubleshooting. The meter was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed symptoms that can be associated with severe hypoglycemia as a result of the alleged issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.